Event description:
Received report of tubing leak at the clave port while infusing lipids and hyperalimentation. The set-up described as fluid bag to ivac administration set (list # unk) to extension set (list # 11959 with two clave ports and option - lok) to microbore extension set (list # 12053 with clave, locking spin collar t and prepierced reseal injection site to infant. The infant's blood glucose was noted to be 24, and it was noted that the bed linen was wet. The extension set (list # 11595), which had the hyperalimentation and lipids infusing into it, was noted to be leaking at the clave port. The infant was given a glucose bolus, and her blood glucose normalized quickly. There was no harm or injury reported to the infant. The extension set (list# 11959) and ivac administration set (list# unk) were changed and a "y" connector was used to continue the ha and lipid infusion without further leaking or incident. No further info was available.